Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. During incoming pulse testing the monitor delivered a 172.7 j pulse and then reset. The cause for the pulse test failure and reset was isolated to a defective q10 transistor on the defibrillator pca. The root cause for the defective q10 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.